Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article the fenestrated anaconda endograft can be used to treat challenging aortic aneurysm involving the abdominal visceral vessels.

Event description:
Received an article: gallitto, e. E. (2015). Fenestrated anaconda endograft for juxta- and pararenal aortic aneurysms: preliminary experience. Italian journal of vascular and endovascular surgery, 53-59. Purpose: to analyze the perioperative and 6-month results of the fenestrated anaconda endograft for treating juxta- and pararenal aaa. Per the article adverse events included stent migration and bleeding.